Event description:
Customer stated "the pad get extremely hot. The consumer compared it to other thermophores that he has and the one in question is much hotter. He says that it is so hot, it can not be used." The product has not been returned for investigation. The 055 model has 4 thermostat's to ensure that the pad temperature stays in the range set by bce. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.